Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and no issues were observed. The applicator did not been fired correctly and the sheath was locked. Sensor has been found outside the applicator and unable to assemble the product. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Sensor plug assembly and sharp was inside sensor pack. Lid did not completely peeled off and product did not assembled properly. Therefore, issue is not confirmed to use due to customer did not assemble product. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of a customer who indicated that while attempting to apply an abbott diabetes care (adc) device, it was unsuccessful due to the inserter not firing. As a result, the customer was unable to monitor glucose levels and was unable to self-treat due to unspecified symptoms. The customer had contact with a healthcare professional (hcp) who applied a new sensor and administered insulin (type/dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of a customer who indicated that while attempting to apply an abbott diabetes care (adc) device, it was unsuccessful due to the inserter not firing. As a result, the customer was unable to monitor glucose levels and was unable to self-treat due to unspecified symptoms. The customer had contact with a healthcare professional (hcp) who applied a new sensor and administered insulin (type/dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of a customer who indicated that while attempting to apply an abbott diabetes care (adc) device, it was unsuccessful due to the inserter not firing. As a result, the customer was unable to monitor glucose levels and was unable to self-treat due to unspecified symptoms. The customer had contact with a healthcare professional (hcp) who applied a new sensor and administered insulin (type/dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.